Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on august 26, 2025, with lot number 2653426. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "a problem with prostheses". Healthcare professional later reported left side capsular contracture baker grade IV. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2024. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "a problem with prostheses". Healthcare professional later reported left side capsular contracture baker grade IV. Device was explanted and replaced with a non-allergan device.